Event description:
The customer reported a motor error alarm during the rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. Unable to conduct the displacement test due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder.